Event description:
Pt required an enucleation procedure of the right eye on 1/21/97. Peri-guard was used as an orbital implant wrapping. On 4/1/97, the pt had the peri-guard wrap removed because it had started to extrude. Pt experienced no further complications.